Event description:
Unable to transfer blood from collection bottle to reinfusion bag. Pt dies as a result of multiple system organ failure caused by prolonged hypertension, secondary to hypovolemia from surgical arterial laceration.